Event description:
It was reported while in sterile processing at the user facility that the adjustment knob had broken off of the r/r navlock 2-7 mm. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
The reported event that the adjustment knob broke off was verified by the complaint specialist during device evaluation; during the visual inspection, the lock nut was found to be detached from the tool.

Event description:
It was reported while in sterile processing at the user facility that the adjustment knob had broken off of the r/r navlock 2-7 mm. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.